Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. During the evaluation, no fractured surface was observed.

Event description:
It was reported patient underwent a distal femoral osteotomy procedure on (B)(6) 2013. During the procedure, the distractor came apart in the patient. After the part was retrieved, the metal cracked as the surgeon attempted to put the part back into the distractor. The same set was utilized to complete the procedure.